Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated and the steering repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a collimator iris error message at boot up. Also the steering would not work. No pt injury was reported.